Event description:
One day post-op pt complained of pain. X-ray showed dislocation. Physician tried to reduce under anesthetic. Another x-ray showed head disassociated from stem. Pt was taken back to surgery and both head and stem were removed and replaced.